Event description:
Terumo medical received the following information: during a pci, the runthrough ns 180 cm wire was used to wire the lesion. The proximal portion of the wire unraveled and sheared off in the circumflex patient started having bradycardia. The doctor saw evidence of plaque shifting too. Therefore, an intravascular ultrasound (ivus) was performed to see inside the vessel. A second runthrough ns wire was opened and used to finish the case. A 3.5x16mm (coronary stent) was placed to tack the sheared off wire and plaque to the wall of the circumflex and flow was restored. The patient was doing well and was not having any issues at that point. No blood loss was reported.